Event description:
It was reported by the implanting surgeon's office that the patient passed away at home. Per the physician, the cause of death is unknown. The physician does not believe the death is related to the vns; however, since the cause of death is unknown it cannot be concluded that the death is unrelated to the vns. No additional relevant information has been received to date.